Event description:
Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Cause was unknown. To address the issue, the customer consumed glucose tablets. Control-iq feature on their pump was active at the time of the event. No additional information was provided.